Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am like 14 month out from my last of 4 gyno surgeries bc of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss") and experienced adenomyosis ("adenomyosis"), adhesion ("adhesion nos"), fallopian tube necrosis ("necrosis of tubes") and inflammation ("chronic inflammation"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2014 and abdominal hysterectomy leaving ovaries in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, weight decreased, adenomyosis, fallopian tube necrosis and inflammation outcome was unknown. The reporter considered adenomyosis, adhesion, fallopian tube necrosis, inflammation, medical device removal and weight decreased to be related to essure. Medical device removal ('I am like 14 month out from my last of 4 gyno surgeries bc of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from pv bayer database since this case was found to be duplicate of case: (B)(4). Duplicate case identified with fu information. All the relevant information was transferred from this case to the remaining case: (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am like 14 month out from my last of 4 gyno surgeries bc of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am like 14 month out from my last of 4 gyno surgeries bc of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am like 14 month out from my last of 4 gyno surgeries bc of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss") and experienced adenomyosis ("adenomyosis"), adhesion ("adhesion nos"), fallopian tube necrosis ("necrosis of tubes") and inflammation ("chronic inflammation"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014 and abdominal hysterectomy leaving ovaries on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, weight decreased, adenomyosis, fallopian tube necrosis and inflammation outcome was unknown. The reporter considered adenomyosis, adhesion, fallopian tube necrosis, inflammation, medical device removal and weight decreased to be related to essure. Medical device removal ('I am like 14 month out from my last of 4 gyno surgeries bc of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow up 2 & 3 processed together. Essure insertion date added. Events - weight loss, necrosis of tubes, inflammation, adenomyosis & adhesion were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.